Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06344. Review of the patient's medical record indicated the patient previously experienced ineffective stimulation from his scs system. Additionally, on (B)(6) 2014 the patient presented to the physician's office stating to have the following symptoms; pain in his mid-back, right arm numbness and paresthesia around his chest after recently seeing a chiropractor (date unknown). On (B)(6) 2014 patient presents to the local emergency room and undergoes CT of his lumbar spine due to extreme pain. CT of the lumbar results indicated the following "the lower electrode demonstrates wire fracture (device unknown) in the intrathecal region." The patient planned to move forward with a contraindicated procedure and as a result had his entire scs system explanted on (B)(6) 2014.